Manufacturer narrative:
Failure to follow instructions use of a damaged device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft cuff was implanted in a patient for the emergent endovascular treatment of a pre-operative rupture of an abdominal aortic aneurysm. It was reported that, during the index procedure, the screwgear in the area of the thumb wheel was broken. It was noted that the device was damaged when the packaging was removed. A surgical clip was used to twist the delivery system. The device was implanted and the event was reportedly resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film review: review of returned still images observed that there was damage to the original packaging in the area of the screw gear. The short video attached, shows the device is broken in the location of the thumbwheel screw gear. The complaint was confirmed, the delivery system was broken in the location of the thumbwheel screw gear. The cause of the event cannot be conclusively determined; however, may have been due to shipping/handling, as damage was observed to the original packaging in the area of the break. Evaluation summary: the event was confirmed; there was a break in the screw gear. The root cause of the event could not be conclusively determined; however, may be related to shipping/handling. If information is provided in the future, a supplemental report will be issued.